Event description:
Respiratory therapist (rt) reported a patient's ventilator alarmed, and the alarm stated no o2 supply. The rt ambu bagged the patient, and evaluated the situation but was unable to resolve the problem. The ventilator was replaced and taken out of service. Rt reported there was no harm or compromise to the patient.